Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had high blood sugars all day. Reported blood glucose (bg) level was 479mg/dl. A manual injection was used to bring blood glucose levels back down. Tandem technical support attempted to troubleshoot with the customer, however the customer declined. The customer had recently changed out all supplies, and wanted to continue using the pump, and manual injections if needed. The customer also declined a follow up call. Tandem technical support will contact the customer's clinical diabetes specialist and make them aware of this issue.